Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, no power issues occurred. A review of the event history log revealed 'improper shutdown'. The history log cannot be used to determine the means by which the power became disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off when the battery was moved. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.